Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. During the procedure, the rv lead was found to have an insulation damage at the proximal end next to the pin. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.